Event description:
It was reported that there was t-wave oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Additional information was received alleging that the patient 'experienced inappropriate and/or excessive shocking, or failure to receive therapeutic shocks' requiring medical intervention. It alleged the patient 'suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed. [Patient] suffered these shocks and fractures without any alarm sounding'. It also alleged that the patient 'sustained and will continue to sustain severe physical injuries and/or death, loss of consortium, severe emotional distress, mental anguish, economic losses and other damages. [Patient has] further suffered physical injuries and various physical manifestations of emotional distress'. Device 'failure' and 'defective' lead were also noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead in segments returned and analyzed.

Event description:
It was reported that there was t-wave oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.